Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the device caused or contributed to an adverse event. Customer technical support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/15/2015: the device was returned to animas and evaluated by product analysis on 06/27/2015 with the following results: black box data from date of complaint has been overwritten. Unable to confirm or duplicate complaint during investigation. Current black boxshows no evidence of short battery life. Unrelated to the complaint, the display was dim and discolored. Battery compartment cracks observed in thread area and below grip pad. Battery cap is able to fully tighten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 submitted 3/13/15.the reporter called animas back and stated there was no pump malfunction; the battery just needed to be replaced.